Event description:
It was reported when bd preset¿ arterial blood collection syringe using the found that the plunger stopper was loosen. The following information was provided by the initial reporter. The customer stated: ¿when prepare to use the abg, it was found that the plunger stopper was loosen."

Manufacturer narrative:
"Material #: 364314, lot/batch #: 1148133. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to loose plunger stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose plunger stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."